Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified nicks and scratches from attempted implant. Rim circumference, anti rotation scallops, locking features, and inner spherical surfaces exhibit areas of damage. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that during a hip procedure, the liner would not seat into the cup properly. The surgery was completed with a new liner with no impact to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: 110010242 ¿ g7 shell ¿ 65438721. G2: report source japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.